Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during an unknown therapeutic procedure, the subject device had intermittent brightness disturbances. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "image problem, bad image, image quality" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the meniscus of the r-unit (charged coupled device) section is broken, the light guide-bundle of the video cable section is broken, distal end of the insertion section has contour sharpness. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.